Event description:
The reporter indicated the surgeon implanted, a 12.6mm vticm5_12.6 implantable collamer lens, -11.00/+1.0/085 (sphere/cylinder/axis) into the patients left eye (os) on (B)(6) 2022. The patient complained of vitreous floaters post-op. And the lens remained implanted. Additional information has been requested, but none has been forthcoming.

Manufacturer narrative:
H6 - work order search: no similar complaint was reported for units within the same lot. Claim (B)(4).

Manufacturer narrative:
The reporter indicated the cause of the event was patient-related factor and the device did not fail to perform as intended (pre-existing condition of floaters). The lens remained implanted and the eye is healthy. Claim # (B)(4).